Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 lot, d9, h4. Corrected: d4 (lot, primary UDI number). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during tibial nailing procedures, an issue was observed with the proximal locking screw targeting. The proximal medial¿lateral screw could be drilled and inserted normally using the targeting device. However, when drilling the more distal medial¿lateral screw, the drill bit made contact with the nail, indicating a misalignment in the targeting mechanism. The surgeon had to complete the drilling using a freehand technique in order to place the screw through the nail successfully. There was no patient injury reported, but the issue resulted in extended operative time. The procedure was successfully completed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 manufacturer site. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned sample revealed that the tip of the handle, where it connects with the nail, is slightly deformed. It is reasonable to conclude that this defect could prevent it from properly assembling with the nail. No other issues were observed. A functional evaluation was unable to be performed due to post manufacturing damage and the matting device was not return. However, the misalignment issues could be confirmed due to the observed deformed condition of the device. A dimensional inspection was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the insert-handle radioluc long would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : part number: 03.043.024, lot number: 1974p35, manufacturing site: hägendorf, release to warehouse date: 17.11.2022. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.